Event description:
A customer reported difficulty pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to ensure the pump was not connected to a power source and to press firmly on the button, and also assisted in removing the pump from its case. Despite these efforts, the customer still experienced difficulty due to multiple hand surgeries affecting their ability to press the button. It was suggested that another person attempt to use the button to determine if the issue persisted.